Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient's meter was reported on (B)(6) 2004 to be reading inaccurately low. Medical affairs specialist called and spoke with the patient on (B)(6) 2004, and he provided additional information. He had reported that his meter was reading 195 mg/dl, and was invalidly comparing it to a result of 210 mg/dl on the doctor's meter. None of these results reflect any serious injury. He was given insulin at the doctor's office, but he stated that the dosage was what he was supposed to take at home. During troubleshooting, he was walked through two control solution tests, which both failed outside the range. There is no adverse event reported, but there is evidence of strip malfunction. No further clinical information was provided.